Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2-2 was not displaying cubies. A field service engineer removed and reseated the row board cables and pyxibus connections to resolve the issue. After reseating, the hardware test application was run and all cubies opened and popped successfully. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: ascension via christi regional medical st francis campus.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.